Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, the patient developed "significant pain, major nerve injuries and has required me to frequently visitmy doctor."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2004 the patient was presented for office visit with low back pain. Assessments: herniated nucleus pulposus. L5-s1 with radiculopathy. Surgical menopause. Nicotine abuse. On (B)(6) 2004 the patient underwent x rays of the lumbar spine. No complications reported. The patient underwent tlif left l4-5, l5-s1 total discectomy bilaterally and unilateral left l4-5, l5-s1 facetectomy. Percutaneous pedicle screw instrumentation bilateral l4, l5, s1 using instrumentation. Preoperative diagnosis: facet arthropathy left l5-s1, degenerative disc disease symptomatic l4-5, l5-s1, spondylolisthesis l5-s1. Per-op notes: "a disc was identified, incised, curets were used to remove the disc material and score the endplates. Protecting the dura a trial cage was inserted and found to be in good position. Bmp was mixed, a cage was filled and impacted into the disc space. A boomerang was then filled with bmn and impacted into the disc space. On the left side of three level instrumentation was then applied exactly as it was on the right side." (B)(6) 2004 as per billing record the patient was presented for CT scan for the lumbar spine. Impressions: slight medial positioning of the left pedicle screw in s1 possibly impinging on the transiting or exiting nerve root in this region. On (B)(6) 2004 the patient underwent facetectomy left l5-s1, laminectomy s1 left with exploration of dura and nerve root. Reposition s1 screw. Preoperative diagnosis: misplaced screw s1 left. Per-op notes: "the screws l4, l5, s1 were loosened. The rod slid proximally releasing the l1 screw which was then removed." On (B)(6) 2004 the patient was discharged from the hospital. Discharge diagnosis: facet arthropathy left l5-s1, degenerative disc disease symptomatic l4-5, l5-s1, spondylolisthesis l5-s1. Facet arthrosis left l5-s1 with synovitis and free fragments inferior articulating facet of l5. On (B)(6) 2004 as per billing record the patient was presented for myelography and CT scan of the lumbar spine. Impression: no complication reported. On (B)(6) 2004 the patient was presented for office visit with left low back pain and leg pain. On (B)(6) 2004 as per billing record the patient underwent x rays of the wrist and ankle. On (B)(6) 2004 as per billing record the patient underwent x rays of the wrist and ankle. On (B)(6) 2004 as per billing record the patient was presented for office visit. On (B)(6) 2004 as per billing record the patient was presented for lumbar spine x rays. On (B)(6) 2004 as per billing record the patient was presented for myelography. On (B)(6) 2004 as per billing record the patient was presented for MRI of the lumbar spine. On (B)(6) 2004 as per billing record the patient was presented for CT scan of the lumbar spine. On (B)(6) 2004 as per billing record the patient was discharged from the hospital. On (B)(6) 2005 as per billing record the patient was presented for office visit. On (B)(6) 2005 as per billing record the patient underwent x rays of the ankle. On (B)(6) 2005 as per billing record the patient underwent x rays of the ankle. On (B)(6) 2005 as per billing record the patient underwent x rays of the ankle. On (B)(6) 2005 as per billing record the patient underwent x rays of the ankle. The patient was also presented for office visit. On (B)(6) 2005 as per billing record the patient was presented for office visit. On (B)(6) 2005 as per billing record the patient was presented for office visit and underwent x rays of the ankle. On (B)(6) 2005 as per billing record the patient underwent CT scan of the lower extremity. On (B)(6) 2005 as per billing record the patient was presented for office visit. On (B)(6) 2005 as per billing record the patient was presented for office visit for CT scan of the lower extremity. On (B)(6) 2008 as per billing record the patient underwent x rays of the ankle. On (B)(6) 2008 as per billing record the patient was presented for office visit. The patient also underwent x rays of the ankle. On (B)(6) 2008 as per billing record the patient underwent MRI. On (B)(6) 2008 as per billing record the patient underwent osteotomy. The patient also underwent x rays of the foot. On (B)(6) 2008 as per billing record the patient was presented for office visit. On (B)(6) 2008 as per billing record the patient was presented for office visit and underwent x rays of the chest. On (B)(6) 2009 as per billing record the patient was presented for office visit and underwent x rays of the ankle. On (B)(6) 2009 the patient underwent x rays of the ankle and the foot. On (B)(6) 2009 the patient underwent x rays of the ankle. On (B)(6) 2009 the patient was presented for office visit. On (B)(6) 2010 the patient was presented for office visit. On (B)(6) 2010 the patient underwent x rays of the chest and the wrist. On (B)(6) 2010 the patient underwent x rays of the chest and wrist. On (B)(6) 2010 the patient underwent x rays of the chest. On (B)(6) 2010 the patient was presented for office visit with cough. Assessments: acute sinusitis, lumbago. On (B)(6) 2010 the patient underwent x rays of the foot. On (B)(6) 2010 the patient underwent MRI of the lumbar spine and lower extremity. On (B)(6) 2010 the patient was presented for office visit. On (B)(6) 2010 the patient underwent x rays of the ankle and the foot. On (B)(6) 2011 the patient was presented for office visit. On (B)(6) 2011 the patient was presented for office visit for nerve conduction test. On (B)(6) 2011 as per billing record the patient was presented fro MRI. On (B)(6) 2011 the patient underwent MRI of the lumbar spine. Impression. Posterior disc bulge at the l1-2 level. On (B)(6) 2011 as per billing record the patient was presented for office visit and underwent MRI of the lumbar spine and pelvis. Findings: at c5-6 level, there is moderate bilateral foraminal stenosis and mild to moderate central canal stenosis. At c6-7 level, there is moderate left foraminal stenosis. On (B)(6) 2011 as per billing record the patient was presented for office visit and underwent MRI of the pelvis. On (B)(6) 2011 the patient was presented for office visit with neck pain. There was radiation bilateral arms. Associated symptoms include popping, crepitus, stiffness, tingling or prickling, headaches and hand numbness. Assessments: carpal tunnel syndrome, disc disease, myalgia and myositis. On (B)(6) 2011 as per billing record the patient was presented for office visit and underwent x rays of the wrist. On (B)(6) 2011 as per billing record the patient was presented for office visit. On (B)(6) 2011 the patient was presented for office visit with back pain and wart on right hand third finger. On (B)(6) 2011 as per billing record the patient was presented for office visit. On (B)(6) 2011 the patient was presented for office visit with back pain, radiating in left lower extremity up to ankle. She also reported decreased mobility, numbness, spasms, weakness. Assessments: lumbosacral neuritis. On (B)(6) 2011 as per billing record the patient was presented for office visit. On (B)(6) 2012 as per billing record the patient underwent x rays of the hip and was also presented for office visit. On (B)(6) 2012 as per billing record the patient underwent x rays of the foot. On (B)(6) 2012 as per billing record the patient underwent MRI of the lumbar spine. Findings: degenerative disc disease from the t10-11 through l5-s1 levels. Artifact from the fixation hardware partially obscures the central canal and neural foramina through the level of the fusion. There is a small left lateral disc protrusion at the l1-2 level mildly impinging upon the thecal sac. On (B)(6) 2012 the patient was presented for office visit with left rib and left hip pain. 2) back pain, 3) left heel pain. She also reported burning sensation (pain), tingling , numbness and weakness in legs. On (B)(6) 2012 the patient was presented for office visit with back pain. The pain is radiating to her left leg. The pain is burning and sharp, difficulty in sleeping, tingling and weakness. Assessments: other chronic pain: symptomatic, lumbar disc myelopathy. On (B)(6) 2012 the patient was presented for office visit with chronic low back pain, left lower extremity pain and weakness. Impression: previous l4 to the sacrum fusion in the form of a tlif with likely left lower extremity neurapraxia with chronic persistent radicular pain and loss of motor strength. On (B)(6) 2012 the patient was presented for office visit with carpal tunnel syndrome and chronic fatigue syndrome. Assessments: mononeuritis arm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 as per billing record the patient underwent x rays of the ankle. Findings: anterior stress demonstrates anterior subluxation of the talus. Varus stress demonstrates mild opening of the lateral aspect of the ankle mortise. Significance of these finding should be compared with, collateral stress views. On (B)(6) 2008 as per billing record the patient underwent MRI. Patient presented for office visit and reported pain in left foot. On (B)(6) 2008 as per billing record the patient underwent osteotomy. The patient also underwent x rays of the foot. The patient underwent: calcaneal osteotomy and off-set osteotomy with fixation with staples; ankle stabilization on the anterior lateral ankle. Preoperative diagnosis: unstable painful left ankle with calcaneal varus deformity. On (B)(6) 2008 as per billing record the patient was presented for office visit with ankle pain at 10 and a headache. On (B)(6) 2008: patient presented for cast removal and suture removal. On (B)(6) 2008: patient presented for office visit and reported pain in left foot. On (B)(6) 2008 the patient was presented for office visit with cough. The patient reported non productive cough, shortness of breath. Diagnosis: bronchitis with bronchospasm. On (B)(6) 2008: patient presented for follow-up regarding apparent chemical pneumonitis bronchitis. On (B)(6) 2008 the patient underwent: ankle stabilization; repair of torn peroneal tendon. It was torn length wise and also a portion of it was a bucket handle tear. That was resected and removed. The remaining portion was repaired. Preoperative diagnosis left foot, painful ankle in the anterior portion and apparent tear of the anterior talofibular ligament and also pain in the peroneal tendons. On (B)(6) 2009, patient underwent x-ray of left foot. Findings: two view of the left foot show calcaneal fixation which appears stable. No acute bony abnormality identified in the foot. On (B)(6) 2009, patient underwent x-ray of left ankle. Findings: comparison (B)(6) 2009. Fixation clips remain in the cancellous. No evidence of acute abnormality. No significant change from previous exam. On (B)(6) 2010: patient presented for office visit and reported pain in left foot. On (B)(6) 2010, patient presented for office visit due to cough. On (B)(6) 2010, patient presented for office visit for cough. On (B)(6) 2010, patient underwent x-ray of ap and lateral chest. Findings: comparison (B)(6) 2010. Hypertrophic changes in the spine. Chest otherwise negative. Lungs are clear. No pleural effusions. Normal heart size with normal pulmonary vascularity. No changes since the prior exam. On (B)(6) 2010, patient presented for follow-up on right wrist pain. On (B)(6) 2010, patient underwent x-ray of right wrist. Findings: three view examination demonstrates a lucency at the wrist of the scaphoid on ap view would suggest the possibility of non-displaced fracture. Tiny accessory ossicle adjacent to the ulnar styloid process. On (B)(6) 2010, patient underwent x-ray of right wrist. Findings: the previously seen lucency in the waist of the right scaphoid bone is less apparent. No definite scaphoid fracture. Right wrist otherwise negative. On (B)(6) 2010 the patient underwent x rays of the foot. Patient presented for office visit and reported pain in lateral left foot. On (B)(6) 2010: patient presented for office visit and reported pain in left foot, post surgery. On (B)(6) 2010: patient presented for office visit and reported high pain at a 10 with cast full of blood and very hard. The cast and dressing were changed. On (B)(6) 2010: patient presented for office visit and reported pain in left foot, post surgery. On (B)(6) 2010 the patient underwent x rays of the ankle and the foot. Patient presented for office visit and reported pain in left foot, post surgery. On (B)(6) 2011, patient presented for follow-up on swelling. On (B)(6) 2011 the patient was presented for office visit. The patient reported pain in her left wrist. Impression: sprain left wrist. The patient also reported pain and inflammation in her foot. On (B)(6) 2011, patient presented for follow-up on carpal tunnel. (B)(6) 2011, patient presented for office visit and reported bump on top of her left foot. On (B)(6) 2011 the patient was presented for office visit for nerve conduction test. Patient reported left lower limb pain and numbness and tingling. On (B)(6) 2011 as per billing record the patient was presented for office visit. Patient presented for office visit with complaint of pain inn left leg and foot. On (B)(6) 2011, patient presented for follow-up on bilateral borderline carpal tunnel. On (B)(6) 2011, patient presented for office visit with complaint of pain in left leg and foot. Patient also reported burning sensation on lump on foot where nerve test was conducted. On (B)(6) 2011 the patient underwent MRI of the lumbar spine. Impression. Posterior disc bulge at the l1-2 level. Patient underwent radiographic examination of sacrum and coccyx. Impression: no acute abnormality identified. On (B)(6) 2011, patient presented for office visit for recheck on wart on right middle and left fourth finger. On (B)(6) 2011, patient presented for follow-up visit on wart and uti(onset two weeks ago). On (B)(6) 2011, patient presented for follow-up visit on swelling and upper respiratory tract infection. On (B)(6) 2011, patient presented for follow-up visit on ganglion cyst. Patient underwent x-ray of left wrist. Findings: x-ray showed small bony fragment adjacent to the ulnar styloid. A small avulsion fracture in this region difficult to exclude. Wrist otherwise unremarkable. On (B)(6) 2011. Patient presented for pre-op evaluation visit. On (B)(6) 2011 as per billing record the patient was presented for office visit. Patient presented for office visit with complaint of left foot pain. On (B)(6) 2011, the patient presented with status post right carpal tunnel release . Assessment : MRI was scheduled. On (B)(6) 2011, patient underwent MRI of left wrist. Impression: degenerative changes throughout the wrist, joint effusion. Tfcc tear. No acute bony abnormality identified. On (B)(6) 2011, the patient presented for follow up of right carpal tunnel release and left wrist pain. The patient underwent MRI which showed degenerative changes in the wrist and a tfcc tear. On (B)(6) 2011, the patient presented due to rib pain. Assessment : tietze¿s disease. On (B)(6) 2011, patient underwent mammogram screening. Impression: negative mammogram. On (B)(6) 2011 as per billing record the patient was presented for office visit. Patient presented for office visit due to left ankle pain. On (B)(6) 2012 as per billing record the patient underwent x rays of the hip and was also presented for office visit. Patient presented for office visit with complaint of pain in left hip. Patient underwent x-ray of right hip. Impression: two views examination of the right hip is negative. On (B)(6) 2012, the patient presented with left ankle pain and burning. On (B)(6) 2012, the patient presented with left knee pain and ankle pain. The patient underwent x-ray of left foot. Findings: no abnormality identified at the location. There is post-op change of prior calcaneal osteotomy with staple fixation and surgical anchors in the talus and lateral malleolus unchanged from prior exam (B)(6) 2010. Patient underwent x-ray of left ankle. Findings: three view left ankle demonstrates staple fixation calcaneal osteotomy. Surgical anchors lateral malleolus and talus. Exam otherwise negative. On (B)(6) 2012, the patient presented with complaint of back pain and was experiencing decreased mobility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a l4 to s1 fusion surgery on (B)(6) 2004 in which rhbmp-2/acs was used. It was reported that the patient's post operative period has been marked by increasingly severe pain in her lower back, with radiation into her lower extremities. On (B)(6) 2012 patient underwent radiographic imaging that demonstrated a neurocompressive lesion at the implant level. It was reported that the patient continues to experience severe and unrelenting low back pain that radiates into the lower extremities. She has sensations of numbness in both of her legs as well as difficulty sleeping. Patient's symptoms make walking difficult and she must ambulate with a cane. It was reported that the patient is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.